Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was receiving inadequate stimulation. As a result, the patient's lead was explanted and replaced. During the procedure the lead was cut (documented in related manufacturer reference # 1627487-2020-22786). Surgical intervention resolved the patient's issue.